Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported fluoroscopy revealed the impella appeared kinked near the outflow area. Reportedly the flows were less than 2 liters per minute. The decision was made to remove this impella and replace it with a new impella. There was no patient harm reported.

Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, and the cannula kink was confirmed. The investigator determined improper technique by the end user as the impella is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.